Manufacturer narrative:
(B)(4). The p cap or reservoir locks properly into place. Insulin pump passed displacement test. Insulin pump received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. Customer stated that a piece of retainer ring was missing. The insulin pump was dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.